Event description:
It was reported that the armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was prepped for use and there was no leak observed. During the procedure, when the balloon was being inflated, a leak in the hub occurred. The device was removed. Another armada pta catheter was used for the procedure. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was not able to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.